Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain 3. Per the initial report, the home patient (hp) had a system error (se) 2240 (air in the set) alarm. The hp stated she noticed a pin hole in the patient line tubing. The technical service representative (tsr) explained the alarm and had the hp close the clamps and then cycle the power to clear both the se 2240 and se 2367. The tsr advised the hp to notify the nurse. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint of a leak and reported system error 2240 (air in set) was confirmed; the patient stated that she noticed a pin hole in the patient line tubing. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was tubing leak.